Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operation the patient experienced right atrial (ra) lead exhibited pericardial fluid and pain. The lead remains in use and the patient received treatment. No further patient complications have been reported as a result of this event.